Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that, shortly after implant, they experienced a loss of therapeutic effect and only felt stimulation intermittently. The patient reported that their problem was that it worked great during the trial and initially after implant and now it hardly works at all. Patient used to take medication and they had a cruise and ended up having to use their medication on the cruise. Patient was concerned that it did not stimulate enough. Patient was sleeping and they still got up 3 times a night. Device seemed to help in the day time but not at night. Patient had the interstim implant and doing fairly well but not as well as the trial, and now it was like all the sudden it seemed like it was not working at all and they constantly having accidents and if they were sitting in the living room but the time they got up from the living room to the bathroom everything had to be changed and the patient thought maybe they were not doing this right. It was like one day, they had a good day and the other day was lousy day and night time was the worst and they always thought that they just slept too hard and never woke up until it was immediate and then they could not get there in time and did not know if that was the thing or what it was. Patient was not feeling stimulation most of the time. Patient reported that when they turned it up, they felt it immediately and almost to the point wear was uncomfortable and by the time the patient programmer screen went off and the stimulation sensation went away right away too. Patient was currently on program 4 and recently increased it to 2.1 and had tried all 4 programs. Patient was advised to consult with doctor for more information and guidance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.